Manufacturer narrative:
The t:slim x2 user guide states: this alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto off alarm while sleeping and occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 271 mg/dl and a bolus via the pump was delivered to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion as the pump supplies were due to be changed. The customer stated that the proper alerts were sounded prior to the auto-off alarm. The customer was to turn off the auto-off alarm.